Manufacturer narrative:
The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During evaluation of an astral device, visual inspection of the main circuit board revealed a leaky supercapacitor. There was no patient harm or serious injury reported as a result of this incident.